Event description:
It was reported that during a superion indirect decompression system implant procedure while attempting to deploy the implant the spindle cap portion of the implant broke. The physician replaced the broken implant, and the procedure was completed successfully. The broken implant was retained by the facility and not returned to bsc.